Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation. A review of the device history records found no applicable non-conformances to specification. Unable to determine cause of the event.

Event description:
It was reported that the surgeon was using the 8mm shaver in a very tight disc space and when trying to rotate the shaver, the tip broke off. The surgeon was able to remove all the pieces of the instrument. There were no patient complications.